Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 29mm mitral valve, implanted for three (3) months, presented for a valve-in-valve procedure due to thrombus with regurgitation. Thrombus was removed via angiojet and the tee looked excellent without any signs of regurgitation or thrombus so the tmvr was ultimately cancelled.

Manufacturer narrative:
The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm mitral valve, implanted for three (3) months, presented for a valve-in-valve procedure due to thrombus with regurgitation. Thrombus was removed via angiojet and the tee looked excellent without any signs of regurgitation or thrombus so the tmvr was ultimately cancelled. Per the medical records the patient was diagnosed by echo ((B)(6) 2022 ) with mv thrombus and was treated medically. The patient presented with right facial droop, CT confirmed left m2 cerebral stenosis and mv thrombus and underwent angiojet procedure twelve(12) days after initial diagnosis of mv thrombus. Pathology report confirmed mitral valve thrombus/embolism.

Manufacturer narrative:
H10: additional narratives : updated b5, b7, and h6 per new information received.